Event description:
It was reported that post op of an unknown procedure, the staples were out of the incision. When the bandage was removed post op, it was noticed the staples had come out of the incision and were not formed properly. There was no adverse consequence to the patient. The device was discarded. Additional information was requested but to date, no more information has been received. Should additional information be obtained, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Lot # = j4ah6c, j4ag4u, and j4a66x (additional lot numbers provided). The device was not returned for analysis. However, there were packaging lot numbers provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.